Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "penumbra occlusion device for neurovascular vessel sacrifice: feasibility and application" (pandav et al. 2019). This article retrospectively studied ten patients who underwent procedures in the vertebral or carotid artery using pod coils between 2014 and 2016. It was reported that one patient experienced a delayed ischemic stroke post-resection of a pituitary macroadenoma, four days after vessel sacrifice. The relationship between the event and the pod coil was not specified. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the pod system, but are not limited to, hematoma or hemorrhage at the site, embolic stroke and other cerebral ischemic events, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.